Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified a deformation, wear abrasion, bubbles in the gel, and weight to the specification. Clouds and voids in the gel were observed after the autoclave disinfection process. Based on the device analysis, the final assessment is no issues found related with the manufacturing process. Additional, corrected, and/or changed data: b.5., d.4., d.6b., d.9., g.2., h.3., h.4., h.6.

Event description:
Healthcare professional additionally reported removal due to "textured" product. Device has been explanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. Device remains implanted.